Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument was arcing. Prior to calling, the customer replaced the mcs instrument and noticed the original instrument had a crack near the tip. Since replacing the instrument, the system was working normally with no further issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument with the arcing issue was (part number: 470179-19, lot number: k15230810-0331). When the arcing event occurred the instrument tip(s) were in contact with tissue. There was no injury to the patient and the patient hasn't returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The energy leaked/arced from the distal tip of the instrument of the monopolar curved scissors (mcs) instrument and the arc grounded between the jaws. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. There was no part of the orange surface visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used and no electrolube or any other lubricant was applied to the mcs instrument prior to the tip cover installation. There was a grounding pad in use placed on the right thigh of the patient. There was damage noticed after the instrument was removed from the patient. There was no damage noticed to the tip cover. The surgeon believes the damaged instrument caused the arcing event. The instrument/accessory was inspected prior to use. The cannula was not inspected prior to use. The instrument was connected properly (e.g., monopolar cord to monopolar instrument, bipolar cord to bipolar instrument). The instrument tips did not collide with any other instrument or tool during the procedure, and they did not touch any staples, clips, or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. When the arcing event occurred, the surgical task was being performed was cauterizing. Monopolar energy was being activated. A vessel sealer and a large needle driver instrument were in use when the arcing event occurred. An erbe with the setting 3cut/3coag was in use when the arcing occurred. The instrument was in use for a few minutes prior to the arcing event. The instrument and the associated accessory are available for return (mcs instrument and tip cover) to isi for evaluation. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.